Event description:
It was reported that during a percutaneous transluminal cornary angioplasty stent procedure, the balloon ruptured during stent deployment. While the physician was attempting to withdraw the device, the stent dislodged from the balloon. Pt was reportedly in stable condition after the procedure.